Event description:
It was reported to philips the device v5 was not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips the device v5 was not working. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty trunk cable. The fse replaced the trunk cable. The device passed all performance assurance tests and was placed back into use with the customer. The fse scrapped the faulty trunk cable.